Event description:
Pt implanted with mirs locking caps, screws and rods on an unk date. X-rays showed that one of the locking caps is coming out of the screw head. This is the 2nd of 3 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or part number or lot number provided.